Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported she needs to meet with the rep for reprogramming. On group c at 0.5 he is getting tingling in l leg and in fact it caused him to fall. This is new, started about 3 weeks ago. Pt never felt stim that way. When he uses the therapy on group a because he has major neuropathy pain from the big toe, group a is set at 4.6-4.7 and he feels it if he moved a certain way. But on group c this is something new, where all of a sudden he gets shocks in his leg at 0.5.